Manufacturer narrative:
Initial and final MDR 1892676 - MDR 3003442380-2024-09663 - device 2 of 3

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced three infusion set was fell off during use on (B)(6)2024, on (B)(6)2024 and on (B)(6)2024. The infusion set was in use for less than one day during first 2 events and less than 2 days during third event. No further information available.